Manufacturer narrative:
(B)(4). Concomitant medical products: unknown segmental knee tibial tray. Unknown segmental knee stem. Unknown salvage augment. Unknown segmental bearing. Segment with male/female taper 30 mm length, catalog#: 00585004603, lot#: 63146916. The product will not be returned to zimmer biomet for investigation as the location of the product is unknown. Reported event was confirmed by review of op notes. Review of revision operative notes indicates that the patient was revised due to rotation of the femoral component on the right knee. Intra-operatively, it was observed that the distal femur was rotated approximately 45 degrees externally. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent knee revision approximately four months post-implantation due to rotation of the distal femoral component. During the procedure, it was found the tines of the distal femoral component had broken free and the distal femur had rotated approximately 45 degrees externally. The distal femoral component and poly bearing were revised.

Manufacturer narrative:
Reported event was confirmed by review of device pictures provided. Visual evaluation of the provided pictures shows signs of fracture, and some nicks and gouges. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records from the initial surgery identified the patient had a complex history of right knee wound with multiple previous surgeries. A severe varus deformity and poor bone quality of the distal femur were noted during the surgery. Review of the records from the revision surgery identified the tines that were involved in rotational stability of the knee had fractured and the distal femur had rotated approximately 45 degrees externally. The stem and tibial reconstruction were noted to be well fixed. Per the segmental system package insert (87-6203-755-22, rev. C), fracture and joint instability are known potential adverse effects of this procedure. The updated information does not change the previous investigation conclusions. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows both of the anteversion tabs fractured. Evaluation of the taper found 1 anteversion tab bent and 1 anteversion tab was fractured. Additional information does not affect the root cause if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Medical devices: item # 00585004603, lot # 63146916, zimmer segmental segment with male/female taper; item # 00111214001, lot # unk, palacos r radiopaque bone cement; item # 00588000600, lot # unk, nexgen rotating hinge precoat tibial plate; item # 00598801515, lot # nexgen stem extension sharp fluted; item # 00585204030, lot # unk, collar tm seg 9-16mm 30mm; item # 00585205013, lot # unk, zimmer stem ext cemt strt fltd 13x130; item # 00585003012, lot # unk, zimmer art surf post stab szc 12mm; item # 00585001395, lot # unk, zimmert insert tib seg poly szc lt; item # 00597206532, lot # unk, nexgen® complete knee solution all poly patella standard size 32 mm, 8.5 mm; and item # 00504905500, lot # unk, kit bone cemt fmrl prep. Multiple MDR reports were filled for this event: 0001822565-2017-06576-2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.